Event description:
Information received by medtronic indicated that the insulin pump had an unspecified alarm. Customer stated after receiving new battery cap they received battery failed alarm and series of insulin pump errors. Customer stated they were not able to clear the alarm and rewind for displacement test gave another alarm. Customer to put insulin pump in storage mode after discontinuation. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to perform the displacement, prime/seating, basic occlusion test, force sensor test, occlusion test , and displacement accuracy test due to pump error 39. Unit passed sleep current measurement, active current measurement, and self -test. Unit failed to pass rewind test due to pump error 39. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No pump error 41 occurring during testing. Pump error 39 occurred on 05/10/2022 05:11 pm on event date in history files. Pump error 41 occurred on (B)(6) 2022 05:11 pm on event date in history file. Pump was cut open to perform visual inspection and found found moisture damage on pcb 1. Motor was tested outside and it failed. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 39 & pump error 41 is confirmed due to being history trace file and other motor defect. Unspecified alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring= black. Customer returned pump due to alleged pump error 41, pump error 39 and an unspecified alarm were found on 10 may 2022 unable to perform the displacement, prime/seating, basic occlusion test, force sensor test, occlusion test , and displacement accuracy test due to pump error 39. Unit passed sleep current measurement, active current measurement, and self -test. Unit failed to pass rewind test due to pump error 39. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No pump error 41 occurring during testing. Pump error 39 occurred on 05/10/2022 05:11 pm on event date in history files. Pump error 41 occurred on 05/10/2022 05:11 pm on event date in history file. Pump was cut open to perform visual inspection and found found moisture damage on pcb 1. Motor was tested outside and it failed. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 39 & pump error 41 is confirmed due to being history trace file and other motor defect. Unspecified alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.